Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels below 50 mg/dl; cause of bg was not known. The customer required assistance during these events and the customer's parents administered glucagon shots and fed the customer to address bg levels. Recommendation was made to consult with a healthcare provider regarding diabetes management.